Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pump message stating that it could not calculate insulin delivered was received. Tandem technical support reviewed pump data and verified that the message was informing customer about the insulin on board and was related to an occlusion alarm. Customer acknowledged information and reported that after the occlusion occurred, the infusion set was changed. Customer's blood glucose was 336 mg/dl.